Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; severed approximately 132 millimeters (mm) from the terminal end. Visual inspection showed significant calcification on the shocking coil, possible slight calcification entwined in the helix, and calcification on the tip insulation. Testing was completed to assess lead electrical performance. Measurements did not pass due to one of the conductor coils was pulled to the point of fracture. This was indicative of explant damage. Laboratory analysis confirmed the clinical observations based on the calcification on the shocking coil. Patient code 3191 was applied to capture the reportable event of surgery. It was noted that this lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedances up to greater than 200 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was later explanted and replaced due to the high shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements up to greater than 200 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedances up to greater than 200 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was later explanted and replaced due to the high shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. It was noted that this lead was not available for return. If information is provided in the future, a supplemental report will be issued.